Manufacturer narrative:
The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08365 inches. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. Please see below for the date range listed in the formatted history file. The formatted history file lists data from 03/19/2022 to 07/05/2022, 01/31/2025 and 02/21/2025. There was no data available to verify unexpected alarm(s)/suspends and bolus/basal delivery for the ss event date of (B)(6) 2023 and customer's event date of (B)(6) 2023. There was no data available to verify no delivery alarm/insulin flow blocked alarm and e/a alarm for the ss event date of (B)(6) 2023 and customer's event date of (B)(6) 2023. The pump successfully delivered a 10 units bolus (displacement test) and a 25 units bolus (dat). All boluses were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. No unexpected no delivery alarm/insulin flow blocked alarm and e/a alarm noted during testing. There was no data available to verify unexpected pump error(s)/alarm(s) 1 week prior to the ss event date of (B)(6) 2023 and customer's event date of (B)(6) 2023 in the formatted history file. The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.05 mv). The pump was received with the original battery cap. No cracked/damaged battery cap noted during visual inspection. The pump was received without a battery installed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case. The pump passed all the required testing. Unable to verify customer alleged for high bgs. Customer alleged for e/a alarm and no delivery alarm/insulin flow blocked alarm were not confirmed during testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced harm reported with no delivery/occlusion alarm, unknown pump alarm. The customer reported blood glucose value of 400 mg/dl. The customer reported hyperglycemia treated with hospitalization. The event involved product(s) mmt-7020la, mmt-1880, mmt-399a, mmt-332a. Customer was using the auto mode/smartguard feature at the time of the event. Customer has been using the insulin pump system within 48hrs of reported event. Customer declined to continue with troubleshooting. Customer reported insulin flow blocked alarm issue was resolved. No further patient complications were reported. No product return is required for mmt-7020la. Mmt-1880 was requested and customer response was the device will be returned. No product return is required for mmt-399a. No product return is required for mmt-332a.